Event description:
While using the minicap extended life peritoneal dialysis transfer set the device separated between the locking mechanism and the end piece while trying to disconnect from peritoneal dialysis machine and lines. The dark blue end piece of the transfer set continued to spin counter clockwise twisting the tubing inside the transfer set. Transfer set had to be changed.